Manufacturer narrative:
One unused suspect device was returned for evaluation. The evaluation is in progress. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported that the device pouch was torn during their initial inspection of rec'd product. The device was not sent to a user facility.